Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set site break off right above where the tubing connects to the cartridge. No further information available.